Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock impedance measurements. Technical services reviewed and advised there has been variability in shock impedance measurements since implant. The field representative provided the plan is to continue to monitor at this time. This ICD remains in service. No adverse patient effects were reported.